Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the pump was empty. The patient was due for a refill. The hcp planned to refill the pump on (B)(6) 2019 and would increase the concentration. The patient was in the emergency room (ER) going through withdrawal. The date of the event was within the past few days, relative to (B)(6) 2019. There were no further complications reported at this time.